Manufacturer narrative:
Evaluation summary: no lot code was reported or sample provided by the customer for this complaint. No root cause can be determined. Additional information was requested on 02/01/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A technician reported a patient with marginal corneal ulcer following the use of this product. She stated the patient was treated with medication and the symptoms resolved. Additional information has been requested.